Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed in excellent condition. Unable to duplicate the customers reported issue; no problem was found on pump the root cause of the reported issue was determined to have been caused by the customers disturbance of the pump during its self-test process. Actions taken to mitigate the reported issue: performed preventive maintenance and passed all functional tests. Repair was not required.

Event description:
It was reported that force sensor event occurred. No patient injury reported.